Event description:
The cell-dyn 1800 analyzer generated a hemoglobin (hgb) result of 8.0 g/dl and a hematocrit (hct) result of 38% on a patient sample. The customer questioned the results since the hgb/hct did not match. The results were not reported. The customer noticed that the instrument was leaking from the pre-mix cup. The customer also noticed that there was a clot in the tubing of the analyzer near valve 2-2. After performing a supplemental aperture cleaning and removing the clot, the sample was repeated and the results were: hgb=12.0 g/dl and hct=38.0%. There was no impact to patient management.

Manufacturer narrative:
At the time that the suspect results were generated, the customer noticed that the instrument was leaking. The pre-mix was overflowing and there was a clot in the tubing near valve 2-2. The customer removed the clot from the tubing, cleaned the aperture plate, and performed a supplemental aperture plate cleaning. The suspect sample was repeated and the hemoglobin and hematocrit results improved. The customer stated that the issue was resolved. There was no further contact from the customer regarding this issue. The complaint analysis and trending system (cats) was reviewed and no trends for this issue were noted.